Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that resistance was met when the protective sheath was removed from the 2.5 x 12 mm traveler balloon catheter. The protective sheath was removed by pulling and twisting the sheath. There was no damage noted to the traveler, but the device was not used. A non-abbott balloon catheter was used in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.